Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was dislocated. The nurse also reported there was patient contact with the iol. According to the nurse, the iol was available for return which would indicate that the iol was removed from the eye. Additional information was requested.